Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate on the day after placement. The user first tried passive deflation as stated in the IFU. The method did not work, so the user tried to use the syringe and aspirate the water from the balloon. 6cc of water came out during that method. Next, the urologist cut the catheter lumen but no water would come out. Last the catheter was pulled from the patient still slightly inflated, which caused the patient to bleed.

Event description:
It was reported that the catheter balloon was difficult to deflate on the day after placement. The user first tried passive deflation as stated in the IFU. The method did not work, so the user tried to use the syringe and aspirate the water from the balloon. 6cc of water came out during that method. Next, the urologist cut the catheter lumen but no water would come out. Last the catheter was pulled from the patient still slightly inflated, which caused the patient to bleed.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection noted the sample was returned with balloon slightly inflated. Deflated the catheter and was unable to retrieve the water from the sac. Dissected the catheter and observed collapse inflation lumen due to poor inflation coverage. This complaint was confirmed as manufacturing related issue due to poor inflation coverage thickness, resulting in collapse lumen. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients · patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) patients who are or have been allergic to natural rubber latex (2) patients with known allergy to silver coated catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.